Manufacturer narrative:
Other relevant device(s) are: product ID: e tcf2323c49ej, serial/lot #:(B)(4), ubd: 03-jul-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The proximal neck has severe tortuosity with an angle of 70-80 degrees. The neck was also short with a reverse taper shape. It was reported a type ia endoleak was observed during the procedure. An endurant ii cuff was additionally implanted just below the right renal artery. As there was an elevation difference between the right and left renal arteries fenestration was also carried out at the position of the left renal artery to preserve the flow. It was reported that the implantation of the cuff failed to fully resolve the type ia endoleak and nbca was also then used inside the aneurysm and the procedure completed. As per the physician, the cause of the event was due to anatomy of the proximal neck. No additional clinical sequelae were reported and the patient is being monitored.